Event description:
Patient reported they had a cousin with a morphine pump and the pump "exploded" in their back causing their death. Patient said this happened 25 years ago. When asked if it was a [manufacturer] device, patient said [the manufacturer] wasn't even around 25 years ago, so they didn't think so. Ultimately, manufacturer unknown. Patient had no further details. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).